Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked on the lower right side. This issue was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from may 09, 2022 - may 10, 2022. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a small tear at the lower right side edge of the bag in the area marked by the customer. Functional testing was performed which revealed a leak at the spot noted in the visual inspection. Magnified inspection verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.